Event description:
The user facility reported that the suture locked up when trying to withdraw the angio-seal device from the patient during deployment. They managed to cut the device to release the suture and deploy the angio-seal. The was no impact or injury to the patient. Additional information was received on 02may2025: the procedure being performed was a superficial femoral artery (sfa) plasty using a 5fr sheath. A pre-deployment angiogram was not performed however the puncture was performed under ultrasound. There was no blood loss. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: registrar. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned disconnected and had been cut. The carrier tube was returned fully rear locked. The carrier tube hub was subsequently opened to inspect the suture component. The suture was found to have been undeployed, and functional testing was performed by attempting to deploy the component. The component was able to be deployed, and no issue was identified with device deployment. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).